Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device (date not reported).

Manufacturer narrative:
The device is not available for analysis. This report is filed october 18, 2013.

Manufacturer narrative:
(B)(4)